Event description:
Hcp reports post pump replacement patient exhibited overdose symptoms, decrease level of consciousness, and respiratory distress. Follow up with hcp revealed patient had been receiving compounded baclofen for many years. Patient dose was stable at 1485 mcg per day. Recently spasticity was increased and patient's pump was found to have a volume discrepancy. Pump and catheter were replaced as pump was 37 months old and patient's catheter had never been replaced since original implant in 1995. Surgeon has attempted a dye study and was unable to get dye to go through the catheter. Post implant the patient's pump dose was programmed to an even 1500 mg. Ten hours later patient was apneic and could not be aroused. Preparation was made to administer neostigmine as respiratory arrest seemed close. Pump was turned off and patient improved. Pump was started at a much lower dose. Patient now receives 300 mcg per day and feels better than patient ever has on the therapy. Patient has excellent spasticity control on simple continuous infusion. Prior to system replacement, patient had required a continuous complex programming to achieve freedom from spasticity. Nurse feels it is possible that the original catheter was in the epidural space.